Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a communication failure error message. This error message will likely result in a system lock-up or prevent the system from booting up. There is no report of patient injury associated with this event.